Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening and subsidence of the tibial tray. Update: add'l info received from the sales rep indicates that the loosening occurred at the cement/implant interface.